Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening extended on radius, creases flat and weight to the spec. A visual and microscopic analysis was performed which identified striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device was explanted.